Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 400 mg/dl while wearing the pod for 7 hours. Symptoms reported include hyperglycemia, severe burning in the lungs and muscles and also dry heat and vomiting. The patient reports they had bumped the pod and the pods adhesive had folded over. Once at the hospital the patients pod was removed. The patients pod was removed. The patient was treated with insulin. The patient was in the hospital for 2 days. The patients pod will not be returned as it has been discarded.